Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing on the ventricular channel via review of stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).